Manufacturer narrative:
¿As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.¿

Event description:
Tha. Event description: the screw that tightens the pelvic array to the pelvic array clamp broke. Surgical delay 4 minutes.

Manufacturer narrative:
Reported event: it was reported that the pelvic array screw broke during assembly. Product evaluation and results: visual inspection: visual inspection confirms missing pelvic array screw. See attachment 1 for image of the instrument. Dimensional inspection: dimensional inspection was not completed since visual inspection and functional inspection confirmed missing pelvic array screw. Functional inspection: functional inspection and visual inspection confirmed pelvic array screw was missing. Product history review: review of the device history records indicate 55 devices were manufactured and accepted into final stock on 09/03/2011. No non-conformances were identified during inspection. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 112230, lot number 19110711 shows 2 additional complaints related to the failure in this investigation. The complaint are (B)(4). Conclusions: visual and functional inspection confirmed pelvic array screw was missing. Corrective action/preventive action: a review of stryker¿s nc/CAPA database indicated there have been no nc and CAPA associated with the product and failure mode reported in this event. Device not returned.

Event description:
Tha event description: the screw that tightens the pelvic array to the pelvic array clamp broke. Surgical delay 4 minutes.